Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer had received an occlusion alarm. There was no reported impact to the customer's blood glucose level. The contact declined tandem technical support's offer to troubleshoot as the occlusion has been resolved.